Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The switch button number 4 was recognized. In addition to the findings reported, wrinkles and scratches were found throughout the body of the scope. The flexible tube on the insertion section was crushed, the switch 2 was malfunctioning and leaks were found at the control grip, light guide bundle, up/down plate, and universal cord with corrosion being noted on the control body. The light guide bundle was broken, there was insufficient return of the angle bend, and the cleaning brush was unable to be inserted smoothly additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the image and switch freezes on the rhino-laryngo videoscope. During the inspection of the returned unit it was found that the bending section cover was falling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information received identified the event took place during an unknown procedure, intended for treatment. There was no delay nor impact to the patient. It was resolved by turning the power off, and the procedure was completed successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (bending section cover / a-rubber falling off) likely occurred due to stress or user's handling. Olympus will continue to monitor field performance for this device.